Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5068-45 lead. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was unable to consistently capture at full output in the bipolar configuration. Programming was done and the lead is stable in the unipolar configuration. The lead remains in use. No patient complications have b een reported as a result of this event.